Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was difficult to find the correct position over the device to charge it and also would lose the sweet spot. And when they find it, it takes an hour more time to charge device and it did not last a few days. It was unknown if it was due to normal battery depletion. It takes less trouble to pee my pants and chan ge them. They ave an anoxic device implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have not used the device in over a year or more because it was too cumbersome for them to work and to keep charged. They had the hardest time hitting the right spot on their butt and they had to charge it so often. They would rather risk staying peeing their pants than deal with the recharging and equipment. The caller noted that the hcp implanted an axonics device instead because it is much simpler for them to use. Just one piece of equipment with an up and a down. The hcp did not want to remove for the medtronic because it wastoo risky with the protentional for a broken lead and then they would not be able to have an MRI at all. Reviewed that labeling changed recently and sometimes fragments are ok to have an MRI with as long as they meet certain criteria. Reviewed MRI mode. . The patient's device stopped working and now they have an implanted axonics device as well.